Event description:
It was reported that the bed had no power. Additionally, an arm cover was broken. No adverse consequence was reported.

Manufacturer narrative:
Arm cover. During investigation, it was found that the arm cover was broken on the bed due to a sheet caught on this component. It appears that the sheet was then pulled with force causing the arm cover to crack, creating potential pinch points.